Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the alternating current (ac) power cable was damaged and required replacement to address the issue. However, no repairs were completed because the device was scrapped. Additional findings not related to the malfunction/issue: tt was noted that the device had an initial power up condition due to the device sitting prior to evaluation which causes the batteries' energy level to be too low to allow the device to respond. The result is an ¿initial power up¿ condition from the pre-evaluation tool. This information is alerting the user the device's batteries don¿t have enough charge for testing at this time and does not suggest or confirm any malfunction of the device. On evaluation the device powered on and operated as it should. The compliant of initial power up was not confirmed and is therefore not reportable.